Event description:
A pt was undergoing a procedure to the mid rca. The target lesion was a de-novo, eccentric, and calcified type b2 lesion. The procedure was an emergent case due to an ami. Target lesion was pre-dilated with a balloon (2.5/15mm) at 14atm. Inflation time was unk. Then cypher (2.5/18mm) was implanted at 16 atm for 20 seconds. Post-dilation was not conducted. Ivus was not conducted. There was untreated lesion both distal and proximal to the implanted cypher. The cypher was placed only in the lesion with the largest percentage of stenosis. Timi flow before the procedure was 0 and 3 after the procedure. Seventeen days later, the pt returned in a pre-shock state, and thrombus was discovered inside the cypher stent distal to it. It was treated with poba.